Manufacturer narrative:
The guidewire has been discarded by the hospital, so no returned product analysis will be available.

Event description:
After placing two stents, the guide wire moved backward. As the wire was repositioned, a perforation occurred. The pt went to surgery. Pt status is listed as "ok".